Event description:
It was reported that the customer passed away on the way to the hospital. The cause of death was heart attack. The paramedics responded and brought back the customer's pulse, but, on the way to the emergency room, the customer passed. The caller stated that the customer was having difficulty changing out his insulin pump. About one month ago, the customer was hospitalized due to high blood glucose. The caller stated that the customer's blood glucose as said to be very high, by the paramedics. The last recorded value was 475 mg/dl on (B)(6) 2015. The caller stated that the customer as getting frustrated with his diabetes and was not changing out his site as soon as he was supposed to; he would get warning signs and would wait to the last minute. The customer was seeing a heart specialist. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests. Insulin pump was received with no battery. No cosmetic damage noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.